Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive; the down arrow and ok buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under up arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen that was difficult to read. During testing, the display screen was replaced with a test screen. The display was found to function appropriately with no visible signs of fading or discoloration. Also unrelated to the keypad issue, investigation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reporter states tactile changes involve the up arrow button and were first noticed approximately 6 weeks ago and have become progressively worse over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.